Event description:
The event involves a 56 year old male who had a penile prosthesis inserted 11/13/92. Due to leaking in both cylinders of the prosthesis on 7/20/94, the pump, 2 cylinders, 1 connector and 4 rear tip extenders were surgically removed. MFR's rep was notified by the physician. Devices were sent to the MFR on 8/9/94, utilizing their packing instructions.